Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the laser energy dropped during a laser procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
A review of the service request (sr) indicates the company service representative placed an order for a replacement part. At the time of this investigation, no service has been performed. The system was manufactured on march 23, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).